Manufacturer narrative:
Investigation summary: bd received three photos for investigation. The evaluation of these photos indicated fibrin strands in the serum as well as poor barrier separation. A total of 100 retained samples were visually inspected, and no additive defects related to fibrin or poor barrier separation were found. Complaints for sample quality were not under statistical control for the month of october 2025, additional testing were performed. Factors that may contribute to poor barrier separation and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes, poor barrier separation, fibrin via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for poor barrier separation and fibrin based on the photos provided. Bd has initiated further root cause investigation relating to the issue of sample quality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, blood cells fail to settle after centrifugation and there are fibrin clumps. This occurred with 3 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, blood cells fail to settle after centrifugation and there are fibrin clumps. This occurred with 3 tubes. No adverse impact was reported regarding the patient or user.